Manufacturer narrative:
Analysis of the pump on (B)(6) 2016 revealed motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. As per the pump¿s log, lioresal with concentration 2 ,000.0 mcg/ml was being administered as of (B)(6) 2016. The previously applied conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received from a healthcare provider. Regarding symptoms of withdrawal, the patient was lethargic, shaking, and their heart rate was increased. The cause of the motor stall was indicated as being unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional regarding a patient receiving gablofen (2000 mcg/ml at 1230 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and head/brain injury. On (B)(6) 2016 it was reported that the pump had a motor stall yesterday and the pump was being replaced today, but they wanted to program the pump to off state in the meantime. When the pump was read the reporter indicated that it was still stalled. The off state password was provided and the reporter was walked through updating the pump to off state. The patient was starting to have withdrawal type symptoms; the symptoms had come on suddenly. It was unknown if the patient had recently had an MRI. Additional information was later received on (B)(6) 2016 from a company representative and it was reported that the pump was replaced; the catheter remained the same.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient had increased respirations and was spastic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.